Event description:
It was reported that the device had a set screw issue that was causing noise to be noted on the right ventricular port. The lead was tested with a lead analyzer and it was within normal limits; the lead was also tested with a new device and was functioning normally. The chronic device was explanted and replaced with the new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed with no anomalies found. An issue was noted with the grommet. (B)(4).

Manufacturer narrative:
Product event summary : performance data was collected from the device and analyzed; analysis revealed right ventricular oversensing on episodes dated 2014-(B)(4).